Event description:
It was reported that on an unknown date a mitraclip procedure was performed to treat mitral regurgitation (mr). An unknown mitraclip was deployed on the mitral valve. On an unknown date, the patient died.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date a mitraclip procedure was performed to treat mitral regurgitation (mr). An unknown mitraclip was deployed on the mitral valve. On an unknown date, the patient died.

Manufacturer narrative:
The device was not returned for analysis, and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.